Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. Please provide the specific number of patient events. For each patient event please provide the following information: procedure name. What is the procedure date? Patient demographics: ID/initials; age or date of birth; bmi; gender. What medical personnel was applying the dermabond? How was the device used (what layer of tissue and how many layers applied)? Please explain how the skin layers were closed to reduce skin tension? What was the location and incision size of dermabond application? What prep was used prior to application? Please describe how the adhesive was applied? Was a dressing placed over the incision? If so, what type of cover dressing used? Do you have any pictures of the reaction? What was done to address the reaction? Were prescription steroids administered? If so, type of medication, dosage, date administered. Were antibiotics prescribed? What type of medication was used to treat the reaction? Please describe any other medical or surgical interventions performed. Was another method used to close the incision? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Patient pre-existing medical conditions (i.e. Allergies, history of reactions). Were any patch or sensitivity tests performed? Can you identify the product code and lot number of the product that was used? What is the most current patient status? Was dermabond previously used on the patient in a previous surgery? If yes what was the outcome of previous surgery?

Event description:
It was reported that a pediatric patient underwent a distal femoral osteotomy procedure on (B)(6)2016 and topical skin adhesive was used. At one week post op the patient had a reaction to the topical skin adhesive and blistering occurred. It was also reported that the patient experienced itchiness. At four weeks post op the patient was still experiencing irritation and blistering, which peaked at one month. The patient was treated with systemic or topical steroids. Additional information has been requested.